Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic with a device in backup vvi. A device download was successful. Patient will continue to be monitored with routine follow-up.